Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited low out-of-range pacing impedance, failure to capture, and poor sensing. The ICD was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of low pacing impedance, inability to capture and unspecified sensing issue were confirmed. The device was received with normal telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. No other anomalies were found.